Event description:
An altitude alarm was reported for the pump, and the customer disconnected the call. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.